Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call reservoir ring anomaly on the insulin pump. Customer¿s blood glucose level was 250 mg/dl. Troubleshooting for the anomaly was performed. Customer's mother advised the reservoir ring was apart and hanging. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.